Manufacturer narrative:
Date rec'd by MFR: 06may2019. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. The service engineer (se) inspected the device and replaced the touchscreen. The ventilator passed all tests.

Event description:
It was reported that the ventilator had a bad touchscreen that would not calibrate. No patient involvement. Event date not specified; estimate used.